Manufacturer narrative:
All buttons are functioning properly however, found moisture damage to the keypad traces during visual inspection. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and broken belt clip slot.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 191mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.